Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (pulse below lower limit) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted c19 capacitor on the defibrillator pca. In additiion, hihg voltage travelled to low voltage circuitry on the computer/analog board, damaging multiple components on the pca. The root cause for the shorted c19 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a pulse below the lower limit during incoming functional testing.